Manufacturer narrative:
This report in its entirety was completed solely by st. Jude medical, inc., (B)(4). Device evaluation. No analysis will be forthcoming as the lead was damaged during explant and therefore, was discarded. (B)(4).

Event description:
A nurse phoned to request st. Jude medical technical services review electrograms. Upon reviewing, it was concluded that the lead was fractured, which resulted in multiple inappropriate therapies. A sharp decrease in lead impedance was also noted. The decision was made to replace the lead.